Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: connecting tube had a dent, due to wear of angle wire the bending angle in up direction, and the play of upward/ downward knob (u/d knob) does not meet the standard value, bending section cover (a-rubber) had a scratch, adhesive on bending section cover (a-rubber) had a chip, switch 1 (sw1) had a scratch, plastic distal end cover (c-cover) had a scratch, connecting tube had a scratch, discoloration, and a wrinkle, the objective lens had discoloration, protector of universal cord on control section side had a scratch, scope cover (sc cover) unit had a scratch, suction connector (s-connector) has discoloration and a scratch, universal cord had a dent and a scratch, grip had a scratch, scope cover (s-cover) had a scratch, suction cylinder (s-cylinder) was shaved, switch box had a scratch, switch 4 (sw4) had wear, forceps elevator (fe) lever had a scratch, fe knob had a scratch, upward/ downward knob (u/d knob) had a scratch, right/left knob (r/l knob) had a scratch, control unit had discoloration and a scratch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer noted that it was unknown if device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that it was unknown if the facility had any delay with the start of precleaning of the equipment after use. The customer noted that it was unknown if there were any abnormalities with the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had crushed, separation. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, it is unknown whether there were deviations from the device instructions during customer reprocessing (customer could not confirm any reprocessing information). A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.